Manufacturer narrative:
Pharmacovigilance: the nutropin aq pen was reported to have given an overdose of drug. No untoward effects were noted. This event was considered a medical device complaint as the patient was seen in the emergency department.

Event description:
Overdose. Case description: medical device complaint overdose. This case, manufacturer control number (B)(4), is a spontaneous report from the united states referring to a male subject of unknown age. A consumer (the patient's mother) reported this case. On an unknown date, the subject began nutropin aq via pen device (0.8 mg) for short stature. On (B)(6) 2004, the patient's mother gave the patient his injection. She believed that the pen device had given her son an overdose of medication. She thought he received 4 days worth in one dose. She felt the dose knob was difficult to depress. She called the patient's physician who advised her to call the (B)(6). She was informed by the hotline that the overdose could cause hyperglycemia and they recommended she take the patient to the emergency room. At the emergency room, the patient's blood sugar was checked and was "normal" per the patient's mother. The patient did not have any symptoms after the overdose. He was discharged from the emergency room and was not hospitalized. The patient's physician advised them to not use the pen until it was replaced. The reporter spoke with (B)(4) and reviewed injection and cartridge loading technique and appeared to be doing these correctly. A new pen was sent to the consumer and there have been no problems with injections with the new pen. The event has resolved. The reporter felt that the overdose was related to the nutropin aq pen device. The pen has been retrieved for evaluation. A medical device complaint has been opened. Additional information has been requested from the patient's physician.